Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion set occlusion events on (B)(6) 2024. Insulin did not exit through tube with plunger. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation

Event description:
To date, additional patient or event details were received which have been added in h11.